Event description:
Philips received a complaint on the dfm100 defibrillator indicating that the processor pca was malfunctioning. There was reportedly no patient involvement. The asp evaluated the device on site. It was confirmed that processor pca was malfunctioning as the device was failing the operational check. The processor pca is to be installed by the asp and then the device fully tested. The device remains at the customer site. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.